Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, a cs 0052 alarm was observed in the pump history. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was moisture corrosion found in the battery compartment. A leak test failed due to battery compartment leak. The pump was opened and there was no further evidence of moisture found.